Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic that the insulin pump was not giving enough insulin. Customer stated that screen was hard to see. No harm requiring medical intervention was reported. The device will be return for further analysis.